Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was coded. The patient went into fine ventricular fibrillation and the device delivered anti tachycardia pacing and a shock that did not convert the rhythm to ap vp. Technical services discussed that the vf looks fine and there appeared to be undersensing. Ts further explained the event. In addition, there was a pacemaker mediated tachycardia noted that appeared to be true, the algorithm in the device terminated it. Ts recommended further review for any reprogramming changes. This cardiac resynchronization therapy defibrillator remains in service. No adverse patient effects were reported.